Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer reported drive support cap was normal, they were able to clear alarm and insulin pump was able to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.